Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were hospitalized due to low level of blood glucose. Blood glucose level at the time of incident was unknown. Customer was dropped into a coma and was sent to the hospital. The customer was wearing the insulin pump at the time of incident and admission into the hospital. Troubleshooting for high blood glucose was/was not performed. The insulin pump will be/will not be returned for analysis.